Manufacturer narrative:
Based on the claim against the product by the customer noting damage to the instrument, an investigation is in progress to determine the cause of this reported event. The instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the fenestrated bipolar forceps instrument pn#420205-16. Lot#n10210628-026 . Associated with this event has been performed. The reported event date is (B)(6) 2022; however, per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). Based on this review, the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is considered as a reportable event due to the following conclusion. It was alleged that the fenestrated bipolar forceps instrument was damaged and needed to be removed with the cannula due to the unspecified. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. At this time, it is unknown why the instrument and trocar were removed.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument, presented problems during the intraoperative period, inside the patient's cavity. There was damage to the tweezers for removal of the trocar.